Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd (B)(4) sh device registry, patient site ID: (B)(6).it was reported that on (B)(6) 2026, a 31mm epic plus mitral valve was chosen for implant. Post-procedure, patient experienced several episodes of post-operative bleeding and hemothorax. Patient was given blood transfusions. Reoperation was performed on (B)(6) 2026 for removal of large clot. It was then reported on (B)(6) 2026, patient experienced persistent atrial fibrillation. An electrocardioversion was performed on (B)(6) 2026 and patient was successfully converted to sinus rhythm. Patient was also administered potassium and magnesium on (B)(6) 2026.